Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm to 8.5 cm abdominal aortic aneurysm. Vessels were severely tortuous and severely calcified, and the size of the common iliac artery was not reported. The patient was reported to be a high risk case, and the patient had been dialysis prior to the implant. It was reported that 2 days after the talent stent graft were implanted, the patient presented with cold legs and bowel ischemia. A CT demonstrated that there were no issues with the stent graft. The physician believes that it was possible that some emboli may have blocked the renal, superior mesenteric, and the hypogastric arteries. There has not been any intervention reported. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion. Evaluation conclusions: severely tortuous and severely calcified vessels.